Manufacturer narrative:
E1: initial reporter facility name- (B)(6) hospital (B)(6). E1: initial reporters phone number - (B)(6).

Event description:
It was reported that a device fracture occurred. A direxion? Transend?-14 system catheter was used to treat gastrointestinal bleeding in the digestive tract. During the procedure inside the patient, the microcatheter fractured. It was replaced with another catheter of the same model, and the procedure was completed successfully. No patient complications occurred, and the patient was stable after the procedure.